Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed increased threshold measurements and pacing was observed on the qrs due to undersensing. It was thought there was lead damage, however an xray did not reveal a lead fracture. A revision procedure was performed, this lead and the atrial lead were removed and replaced from the right side. Stable lead measurements were obtained post implant. No adverse patient effects were reported. Additional informant received noted that the right atrial and right ventricular leads had been previously surgically abandoned and remained in the patient. The two leads were suspected to be fractured. A revision has not been planned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and a possible revision procedure is pending. Should additional information become available, this event will be updated.